Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device is inop, display is white with no format or intelligence, blower turns on but device does not ventilate. The customer reported the diagnostic log indicated maximum system resets exceeded, vent inop due to power supply failure and post timer/24v failure, backup battery not connected. The customer reported there was patient involvement and no patient harm. Patient information was requested but not provided.

Manufacturer narrative:
The fse replaced the power supply. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.